Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated, a flashback test was performed with no leakage observed. The customer's indicated failure mode for blood leakage with the incident lot was not observed. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the button on the bd vacutainer® winged safety pbbcs, 12" tubing, luer adapter was activated blood leaked from the needle containment barell of the device. No serious injury or medical intervention reported.